Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the reservoir compartment had a piece broken off and that the reservoir was unable to fully lock into place. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump was returned for analysis.